Manufacturer narrative:
H3: section d information references the main component of the system and other applicable components are: pcba (B)(6) battery charger 1: rev. 2 : s/n: (B)(6); and pcba (B)(6) battery charger 2: rev. 2 : s/n: (B)(6). Hardware analysis of pcba (B)(6) battery charger 1 was initiated to determine the probable cause of the issue. Analysis found that the charger board failed visual inspection. Electronic components on charger board was electrically overstressed. Fdc d02, fdm b01 and fdr c02 applies to (B)(6) battery charger 1. Hardware analysis of (B)(6) battery charger 2 was initiated to determine the probable cause of the issue. Analysis was unable to confirm reported issue "burnt pins." No functional fault was found. Fdc d14, fdm b01 and fdr c19 applies to (B)(6) battery charger 2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: a manufacturer rep went to the site to test the system. A failure was found due to the ias not turning on. Parts were replaced and then the system was fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that¿during a collimator calibration the system was unable to complete the home position calibration. The system stopped half way through. The site smelled smoke and turned off the system. After they powered on the system they noticed the image acquisition station (ias) was beeping and there were two burnt pins on the connection to the mobile viewing station (mvs). No patient present.